Event description:
It was reported that the system electrode had dislodged after a little more than one month of implant time. A chest x-ray revealed a drop in the distal tip of the electrode. The electrode had an s-shape because of the distal tip dropping. Due to the dislodgement, the system sensing could not be optimized. The patient had a high body mass index, and the electrode was in adipose tissue. Technical services recommended some options. A procedure was done to reposition the electrode. A three-incision technique was used. The local representative checked the sensing post repositioning. There was some undersensing in the alternate vector. The secondary vector was successfully programmed. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the system electrode had dislodged after a little more than one month of implant time. A chest x-ray revealed a drop in the distal tip of the electrode. The electrode had an s-shape because of the distal tip dropping. Due to the dislodgement, the system sensing could not be optimized. The patient had a high body mass index, and the electrode was in adipose tissue. Technical services recommended some options. A procedure was done to reposition the electrode. A three-incision technique was used. The local representative checked the sensing post repositioning. There was some undersensing in the alternate vector. The secondary vector was successfully programmed. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device sensing issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to another device.